Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device.

Manufacturer narrative:
The device was evaluated by the customer's biomedical department, however after numerous shift and shock tests, could not reproduce the failure. The client indicated that there was no trace of the event and the memory card was not present, so philips is unable to analyze the event. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. H3 other text : customer evaluated device.

Event description:
It was reported to philips that that during use in a planned cardioversion, the defibrillator failed to deliver the shock. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.